Event description:
It was reported that a chest x-ray revealed atrial lead dislodgement. The lead was successfully repositioned and the system was reprogrammed to ddd.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.